Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 500 mg/dl. The customer also report the pump error the motor arm cannot communicate with the main arm and hardware low level failures alarm occur during performing self test. The customer was not able to passed the self-test. The customer also state that they were able to clear the alarm and able to rewind the insulin pump. The customer did not provide details regarding symptoms of high blood glucose. The customer was treated with intravenous. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer was reported via phone call that they were not using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Insulin pump confirmed in the pump history are the motor arm cannot communicate with the main arm alarm and hardware low level failures during self test due to broken pin 6 trace on keypad assembly.